Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of pain, hematoma, hemorrhage, hypotension and vascular injury are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert into the anatomy include, but not limited to, patient artery/anatomy variables, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was performed with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during insertion of the first device, slight resistance was felt in the artery which quickly subsided. A second prostyle device was successfully pre-placed. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved with the 2 pre-placed sutures. Reportedly, 7 to 8 hours post procedure, the patient experienced slight pain in the groin area. An ultrasound was performed, but showed nothing. An hour later, the patient's blood pressure dropped sharply, and the groin was swollen. The pain and hypotension were treated with medication. An ultrasound showed a large hematoma. An endovascular procedure was performed and a blood leak from the superficial artery was found. The superficial artery injury, which led to the hematoma, was suspected to be related to the use of the prostyle devices or the introducers. A covered stent was used to treat the vessel damage; however, the patient's blood pressure was extremely low. The patient subsequently died on july 18th, the day after the tavi procedure was completed. In the physician's opinion, the death was indirectly related to the use of the prostyle devices. Additionally, the physician believes that the immediate cause of death was the patient's cardiovascular problems. It was noted that the patient had advanced cardiovascular disease and stable chronic angina. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.